Event description:
A falsely elevated prothrombin time (pt) result (flagged as ""no coag"") was reported on a patient sample. The result was reported to the physician. A new sample drawn the next day was tested on an alternate analyzer and lower results were obtained. The patient was treated on the basis of the initial falsely elevated pt result. Vitamin k was administered. There is no report of adverse outcome to patients as a result of the falsely elevated pt result or treatment.

Manufacturer narrative:
The cause of the falsely elevated pt result is unknown. The reporting of a "no coag flagged result with a numerical value contributed to the event. The account did not follow instructions in the ca-500 series instrument evaluation and check methods bulletin which states: a greater than: result should not be assumed without numerical results. The account policy is to report ""<200 seconds"" for a ""no coag"" flagged result. The instrument is performing within specifications. No further evaluation of the device is required.